Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and screen went blank. The customer¿s blood glucose was 101 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump started beeping and then screen went blank. Customer was not calling back after receiving a new battery cap. Customer stated that the insulin pump had crack around battery cap on battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with broken battery tube thread noted.